Event description:
Technologist had pt sit on mammochair/strectcher and swing legs around to lay down. Her body was in the center of the device as recommended by the MFR. Hte table tilted like a seesawa nd the pt slid to the flr hitting her head on the wall at the head of the strecther. Pt taken to ER for evaluation. Denies a lot of pain (level one).